Manufacturer narrative:
Insulin pump passed the displacement and self test. However, unit unable to download unit to care link pro due to problem isolated to mother board. (B)(4).

Event description:
Information received by medtronic indicated that the customer attempting to upload her insulin pump and it was alerting failed at 100 percent. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.